Manufacturer narrative:
Ocd performed batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4). Product expired prior to awareness date. Unable to perform retain testing.

Event description:
Customer reporting false negative reaction for little e antigen using ortho anti-e antisera lot # seb356a, expiry (B)(6) 2008. According to customer sample in question was tested on (B)(6) 2007 and reported as negative. New sample was collected and tested on (B)(6) 2015; and now showing 2+ with ortho anti- little e antisera lot # seb385a. Additional testing was performed with other manufacturer's antisera and sample is reacting 4+. Issue started on: (B)(6) 2007. Methodology used: tube. Incubation time (for manual test only): room temp. Pattern observed: negative . Customer further added that daily qc testing was performed and all results acceptable with all antisera, including ortho and other manufacturer.